Manufacturer narrative:
Date of event is an approximate.

Event description:
It was reported that that the physician requested a revision surgery for this inflatable penile prosthesis (ipp). The reason for this is that the device would not inflate. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that that the patient underwent a surgery for this inflatable penile prosthesis (ipp) due to the device not inflating. There were no patient complications reported.

Manufacturer narrative:
Investigation summary: laboratory analysis confirmed the reported clinical observation of the device not inflating. The observed holes in the cylinders were determined the most probable cause of the clinical observation. Device history record (DHR) review: DHR review confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this inflatable penile prosthesis (ipp) was thoroughly analyzed. The cylinders, pump and reservoir were visually and microscopically inspected, and tested for leaks. No anomalies were found with the reservoir. Upon analysis of the cylinders, leaks caused by holes were found in both cylinders. No leaks or significant anomalies were found with the pump. The holes that caused the fluid leaks in the cylinders are the most probable cause of the reported clinical observations. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ipp instructions for use (IFU). Investigation conclusion: an overall evaluation conclusion code of cause traced to component failure was assigned to this investigation. B3: date of event is an approximate.